Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a lp and lae surgery, the change in reload for the second firing was made incorrectly by the operator. The device partially fired 25-30% and a strange sound was heard. The stapler finished contracting. There was no poor staple formation or incomplete staple line. The jaws of the device did not get locked on tissue. There was unanticipated tissue loss. Before anastomosis, the reporter removed some clips from urethra. The removal of the clips was the reason why operation time was extended by more than 30 minutes. There was no blood loss of 500 cc or more. There was no extension of the incision by more than 1 inch. Nothing fell into the patient cavity. There was no person injured.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) stapler and one (1) sulu opened by the account. Visual inspection of the cartridge revealed that the sulu was partially fired with a deformed anvil clamping mechanism. The sulu was fired without issue. Visual inspection of the instrument noted no abnormalities. Visual inspection of internal components revealed three (3) sheared teeth on the firing rack. During functional evaluation, the handle was fired and several skips were heard during firing. Replication of the sheared teeth on the firing rack and a deformed anvil clamping mechanism may occur due to firing over tissue that is beyond the recommended thickness range or firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, "preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to additional information received, the procedure was a laparoscopic prostatectomy.